Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft fracture occurred. A 2.75x12mm quantum¿ maverick¿ balloon catheter was selected for use to dilate the lesion. However, when the physician opened and attempted to advance the balloon, device's shaft was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a quantum maverick balloon catheter. Tactile inspection and visual inspection was performed. The balloon was loosely folded, which indicates that the device may have been subjected to inflation. The distal tip was damaged. The hypotube shaft was broken 90.5cm from the hub. The fracture faces were oval as if kinked prior to separation. There was no evidence of any material or manufacturing deficiencies contributing to the damage. Inspection of the inner and outer shafts presented no damage or irregularities. Inspection of the corewire presented no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that shaft fracture occurred. A 2.75x12mm quantum¿ maverick¿ balloon catheter was selected for use to dilate the lesion. However, when the physician opened and attempted to advance the balloon, device's shaft was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.